Event description:
Boston scientific received information that four days post-implant, this right ventricular (rv) lead experienced a microdislodgement. A revision procedure was performed, where this lead was explanted and a new, competitive lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.